Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver saline. The secondary tubing set was being used for piggyback delivery of an unspecified medication and was connected to the clearlink on the primary tubing set. The customer contact reported that the "proper height adjustments" had been made for the primary and secondary solution containers. After an unspecified length of time in use, it was noted that the primary solution and the secondary solution were delivering concurrently. It was reported that the nurse attached a clave to the clearlink on the primary tubing set and connected the secondary tubing set to the clave and the piggyback delivery resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been recieved.